Event description:
It was reported that the lead may be damaged due to noise observed on the egms. Patient received inappropriate shocks as a result of the noise. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.